Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Physician reported 'severe' capsular contracture, baker grade unknown and rupture and later confirmed 'device was intact'. Device has been explanted. This relates to an unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d3, d4, d6b, g1, g4, h4

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.